Manufacturer narrative:
Per tandem's user guide, ¿do not remove or add insulin from a filled cartridge after it is installed on the pump¿. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. Blood glucose was 250 mg/dl. Reportedly, the customer refilled a cartridge and completed the load process successfully. Tandem technical support educated the customer regarding reusing cartridges. Reportedly, the customer continued using the pump for insulin therapy.